Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient did not wear a mask and disconnected themselves at night when they should not have, during peritoneal dialysis (pd) therapy, which caused peritonitis. One day after the onset, the patient was hospitalized for the peritonitis event. The treatment for the peritonitis event was not reported. The patient was discharged from the hospital after three days. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. No additional information was available at this time.